Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an error indicating communication error or control error during startup. The issue was resolved by replacing the ventilator control pcb (printed circuit board). The replaced pcb and the device logs were returned for technical investigation. The review and the device logs can confirm the reported issue. The alarm was permanent and was generated during each system startup. The visual inspection of the returned control pcb did not reveal any anomalies. The simulated use testing in a reference ventilator device did not generate any errors, several system startups, pre-use check and simulated ventilation were performed without any generation of errors. The cause of the reported issue cannot be established by this investigation.

Event description:
It was reported that the ventilator generated an error indicating communication error or control error during start-up. The patient involvement is unknown. Manufacturer ref.#: (B)(4).